Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Catalog and UDI are unknown. No product information has been provided to date.

Event description:
It was reported that in the last 90 days, the patient reported accidental needlestick. . No medical or surgical intervention was reported.